Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was broke. Customer's blood glucose level was unknown. Customer stated that it was impossible to be sure if sensor cannula was still under skin. Customer reported that there was blood at site just after the insertion of sensor. Sensor will not be returned for analysis.